Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile - part, part: 04.210.116s, lot: 2l56497, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: dec. 05, 2018, expiry date: nov. 01, 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non -sterile - part, part: 04.210.116, lot: h776119, manufacturing site: (B)(4), manufacturing location: (B)(4), manufacturing date: nov 09, 2018, part number: 04.210.116, 2.4 mm ti va locking screw stardrive 16 mm, lot number: h776119 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft thread / head thread / flute, ns069869 rev e met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Component part(s) reviewed: pat number: 04.211.016.999, 2.8 mm ti screw blank 16 mm 02.7 variable angle w/sd8, lot number: h752554. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 rev b met all inspection acceptance criteria. Part number: 23032, tialnbci2.78, lot number: h546545. Certified test report supplied by (B)(4) dated jan-02, 2018 and certificate of test supplied to (B)(4) by (B)(4) dated feb 10, 2016 were reviewed and determined to be conforming. Lot summary report dated jan 10, 2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for distal radius fracture. On (B)(6) 2020, the patient underwent for the removal surgery. During the removal surgery, the surgeon found that the locking screw had been broken at its neck. The surgeon removed it and confirmed that the bone union was completed. The surgery was completed within 30 minutes delay. The exact date of the screw breakage was unknown. There are no pieces in the patient. The doctor confirmed by x-ray. The patient was stable. Concomitant device reported: unk - plate (part# unknown; lot# unknown; quantity 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.